Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2938836-2019-14530. New information received notes that programming changes were made. The new non-sustained right ventricular oversensing episode appeared to be noise on the right ventricular lead. The lead also exhibited decreased sensitivity.

Event description:
New information received notes that programing changes were made for the lead. Since then, there have been no oversensing and noise alerts observed. The patient was stable before, during and after the changes.